Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 4 ((B)(6) 1992, (B)(6) 1994, (B)(6) 1993 and (B)(6) 2003). Previously administered products included for an unreported indication: iud from 2003 to 2013. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain \ colic"), back pain ("back pain"), myalgia ("muscle pain") and migraine ("migraines"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating"), mood altered ("mood changes"), incontinence ("incontinence"), swelling ("swelling"), fatigue ("fatigue"), arthralgia ("joint pain"), palpitations ("heart palpitations"), amnesia ("memory loss"), hypersensitivity ("hypersensitivity reaction to nickel or any other component of essure") with skin irritation, rash and pruritus and emotional distress ("emotional distress"). On an unknown date, the patient experienced investigation noncompliance ("essure confirmation test"), treatment noncompliance ("treatment noncompliance") and allergy to metals ("allergic to nickel or any other component of essure"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, depression, mood altered, incontinence, swelling, fatigue, back pain, myalgia, arthralgia, palpitations, amnesia, migraine, hypersensitivity, investigation noncompliance, treatment noncompliance and allergy to metals outcome was unknown, the genital haemorrhage, abdominal pain, weight increased, headache, alopecia and abdominal distension had resolved and the anxiety and emotional distress had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, depression, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, hypersensitivity, incontinence, investigation noncompliance, migraine, mood altered, myalgia, palpitations, pelvic pain, swelling, treatment noncompliance and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 4-dec-2017: pfs received, case became valid and incident in follow up. Patient historical condition and concomitant condition added, historical drug added,reporter added, event injuries replaced with the events as follows:-pelvic pain,genital haemorrhage,abdominal pain, dyspareunia, anxiety, depression, weight increased, headaches, alopecia, abdominal distension, mood altered, incontinence, skin irritation, swelling, fatigue, back pain, myalgia, arthralgia, palpitations, amnesia, migraines, hypersensitivity, rash, pruritus, emotional distress, investigation noncompliance,treatment noncompliance, allergic to nickel. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1992, (B)(6) 1994, (B)(6) 1993 and (B)(6) 2003) and depression. Previously administered products included for an unreported indication: iud from 2003 to 2013. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain \ colic"), back pain ("back pain") and migraine ("migraines"). In (B)(6) 2015, the patient experienced myalgia ("muscle pain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating"), mood altered ("mood changes"), incontinence ("incontinence"), swelling ("swelling"), fatigue ("fatigue"), arthralgia ("joint pain"), palpitations ("heart palpitations"), amnesia ("memory loss"), device allergy ("hypersensitivity reaction to nickel or any other component of essure") with skin irritation, rash and pruritus and emotional distress ("emotional distress"). On an unknown date, the patient experienced treatment noncompliance ("treatment noncompliance") and allergy to metals ("allergic to nickel or any other component of essure"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, depression, mood altered, incontinence, swelling, fatigue, back pain, myalgia, arthralgia, palpitations, amnesia, migraine, device allergy, treatment noncompliance and allergy to metals outcome was unknown, the genital haemorrhage, abdominal pain, weight increased, headache, alopecia and abdominal distension had resolved and the anxiety and emotional distress had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, depression, device allergy, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, incontinence, migraine, mood altered, myalgia, palpitations, pelvic pain, swelling, treatment noncompliance and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Most recent follow-up information incorporated above includes: on 21-may-2018: lot number added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "treatment noncompliance" and device monitoring procedure not performed "essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1992, (B)(6) 1994, (B)(6) 1993 and (B)(6) 2003) and depression. Previously administered products included for an unreported indication: iud from 2003 to 2013. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain \ colic"), back pain ("back pain") and migraine ("migraines"). In (B)(6) 2015, the patient experienced myalgia ("muscle pain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating"), mood altered ("mood changes"), incontinence ("incontinence"), swelling ("swelling"), fatigue ("fatigue"), arthralgia ("joint pain"), palpitations ("heart palpitations"), amnesia ("memory loss"), device allergy ("hypersensitivity reaction to nickel or any other component of essure") with skin irritation, rash and pruritus and emotional distress ("emotional distress"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel or any other component of essure"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, depression, mood altered, incontinence, swelling, fatigue, back pain, myalgia, arthralgia, palpitations, amnesia, migraine, device allergy and allergy to metals outcome was unknown, the genital haemorrhage, abdominal pain, weight increased, headache, alopecia and abdominal distension had resolved and the anxiety and emotional distress had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, depression, device allergy, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, incontinence, migraine, mood altered, myalgia, palpitations, pelvic pain, swelling and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in an adult female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "treatment noncompliance" and device monitoring procedure not performed "essure confirmation test". The patient's medical history included multigravida, parity 4 (B)(6) 1992, (B)(6) 1994, (B)(6) 1993 and (B)(6) 2003) and depression. Previously administered products included for an unreported indication: iud from 2003 to 2013. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In february 2015, the patient experienced abdominal pain ("abdominal pain \ colic"), back pain ("back pain") and migraine ("migraines"). In may 2015, the patient experienced myalgia ("muscle pain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), depression ("depression"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating"), mood altered ("mood changes"), incontinence ("incontinence"), swelling ("swelling"), fatigue ("fatigue"), arthralgia ("joint pain"), palpitations ("heart palpitations"), amnesia ("memory loss"), device allergy ("hypersensitivity reaction to nickel or any other component of essure") with skin irritation, rash and pruritus and emotional distress ("emotional distress") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel or any other component of essure") and urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, depression, mood altered, incontinence, swelling, fatigue, back pain, myalgia, arthralgia, palpitations, amnesia, migraine, device allergy, allergy to metals and urinary incontinence outcome was unknown, the genital haemorrhage, abdominal pain, weight increased, headache, alopecia and abdominal distension had resolved and the anxiety and emotional distress had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, depression, device allergy, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, incontinence, migraine, mood altered, myalgia, palpitations, pelvic pain, swelling, urinary incontinence and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Events: trouble holding bladder added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in an adult female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "treatment noncompliance" and device monitoring procedure not performed "essure confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 1992, (B)(6) 1994, (B)(6) 1993 and (B)(6) 2003) and depression. Previously administered products included for an unreported indication: iud from 2003 to 2013. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In february 2015, the patient experienced abdominal pain ("abdominal pain \ colic"), back pain ("back pain") and migraine ("migraines"). In (B)(6) 2015, the patient experienced myalgia ("muscle pain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), depression ("depression"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating"), mood altered ("mood changes"), incontinence ("incontinence"), swelling ("swelling"), fatigue ("fatigue"), arthralgia ("joint pain"), palpitations ("heart palpitations"), amnesia ("memory loss"), device allergy ("hypersensitivity reaction to nickel or any other component of essure") with skin irritation, rash and pruritus and emotional distress ("emotional distress") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel or any other component of essure"), urinary incontinence ("trouble holding bladder"), breast pain ("breast pain"), breast tenderness ("tender breast"), chest pain ("chest pain"), procedural pain ("post procedural pain"), procedural complication ("under my incision I feel like a not"), flatulence ("gas pain") and acne ("acne") and was found to have oxygen saturation decreased ("low oxygen after surgery"). The patient was treated with surgery (abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, depression, mood altered, incontinence, swelling, fatigue, back pain, myalgia, arthralgia, palpitations, amnesia, migraine, device allergy, allergy to metals, urinary incontinence, breast pain, breast tenderness, oxygen saturation decreased, chest pain, procedural pain, procedural complication and flatulence outcome was unknown, the genital haemorrhage, abdominal pain, weight increased, headache, alopecia, abdominal distension and acne had resolved and the anxiety and emotional distress had not resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, breast pain, breast tenderness, chest pain, depression, device allergy, dyspareunia, emotional distress, fatigue, flatulence, genital haemorrhage, headache, incontinence, migraine, mood altered, myalgia, oxygen saturation decreased, palpitations, pelvic pain, procedural complication, procedural pain, swelling, urinary incontinence and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs and content from social media received. New events: beast pain, tender breast, low oxygen level after surgery, chest pain, post procedural pain, procedural complication, gas pain, acne were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.